Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported 'several' split cartridges. There is no reported patient impact. Additional information was requested.

Manufacturer narrative:
The used company iii (d) cartridge was visually examined. Viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. Stress is observed in the nozzle and the tip. The nozzle is cracked on the top behind the parting line. The crack splits as it enters the thinner tip. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the observed cartridge damage could not be determined. The returned company iii (d) nozzle is cracked and the tip is split along the top this type of damage is typically progressive and worsens as the lens is advanced. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).